Manufacturer narrative:
Unit had unresponsive esc and act buttons due to unlocked lcd keypad connector. Unit had minor scratched lcd window, cracked battery tube threads, cracked reservoir tube lip and stained address/serial number label.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported via phone call that the replacement time was too long, which caused all key failure. It was reported that the customer¿s blood glucose level was normal and did not require medical treatment. There was no indication of troubleshooting or the issue being resolved during the call. The insulin pump will be returned for analysis.